Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx800 patient monitor. It is unknown whether sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.